Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited out of range pacing impedance measurements. Technical services (ts) examined device data and noted that the measurement was not being reported because it was still within the 24 hour trend window. Health care professional (hcp) stated that this should be changed, and the value should always be reported. Ts suggested that patient be brought into clinic for further lead testing and device interrogation. It was noted that the plan is to continue to monitor. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited out of range pacing impedance measurements. Technical services (ts) examined device data and noted that the measurement was not being reported because it was still within the 24 hour trend window. Health care professional (hcp) stated that this should be changed, and the value should always be reported. Ts suggested that patient be brought into clinic for further lead testing and device interrogation. It was noted that the plan is to continue to monitor. No adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.